Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: as received, the mechanism was blocked in the retracted position. After unblocking, the function of the mechanism was found to conform to established specifications with the application of 10 or less turns of the easyturn stylet. It is likely in this case, that the application of more than 27 turns with the butterfly device by the physician caused the screw mechanism to become blocked in the retracted position. It should be noted that all leads are tested repeatedly at finished-device inspection to ensure extension and retraction within the specified number of turns. All other electrical and mechanical tests performed on the returned device conformed to established specifications.

Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device.